Manufacturer narrative:
Additional info: update a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "medtronic received information regarding an imaging system being used in a spine procedure. No impact on patient outcome."

Manufacturer narrative:
H3, h6: a software analysis was initiated. Unable to determine probable cause without further information/ proper logs. This case may be re-opened if additional information is received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the first 2d shot had no issues, however, the second 2d shot appeared grainy and they were unable to take a spin. Rep reported that nothing happened when they tried to take a spin with the hand switch, and using another hand switch did not resolve. Rebooting the system allowed them to take a spin. There was patient present and less than one hour of surgical delay.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, no hardware parts were replaced. B01, c19, d14 codes applicable. Section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.